Event description:
According to the reporter, the patient underwent surgery on call for a laparoscopic appendectomy. Three staple magazines were used during the operation, at the moment it was not possible to report which magazine crashed into the manual handle. According to the operating room nurse and the surgeon, they found nothing abnormal at the staple line or any foreign material in the abdomen. 9 days after the laparoscopic appendectomy surgery, reoperation was done where the staple line has ruptured. There was staple line leak. Correction of stapling line by sutures was made, drainage of abscess and search for foreign body was done to resolve the issue. It was also noted that fecalitis was found, which involves the distal ileum and the cecal pole. No foreign material can be found in the abdomen.

Manufacturer narrative:
Additional information: g3 correction: b5, d3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent surgery on call for a laparoscopic appendectomy. Three staple magazines were used during the operation, at the moment it was not possible to report which magazine crashed into the manual handle. According to the operating room nurse and the surgeon, they found nothing abnormal at the staple line or any foreign material in the abdomen. 9 days after the laparoscopic appendectomy surgery, reoperation was done where the staple line has ruptured. Correction of stapling line by sutures was made, drainage of abscess and search for foreign body was done to resolve the issue. It was also noted that fecalitis was found, which involves the distal ileum and the cecal pole. No foreign material can be found in the abdomen.

Manufacturer narrative:
D10 concomitant product: 030451 roticultr endo gia 30-2.5 dlu (lot#: t3f049x) 030419 endo giaii 30 3.5mm dlu x6 (lot#: p2d0092) egiaustnd endogia ultra univ std stap (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.